Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-03392. It was reported, the pt experienced heating at her scs ipg pocket site while charging his scs system after approximately 10 minutes. It was also reported, the pt experienced blistering at her scs ipg pocket site. Subsequently, the pt charges her scs system intermittently. During a physician's appointment a sjm rep sat with the pt while the pt charged her scs system. There were no anomalies. Additionally, x-rays and lead diagnostics were taken of the scs lead and no anomalies were found. The scs lead also obtains good coverage of the pt's pain pattern, f/u is pending.

Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.